Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the covers were damaged and needed to be replaced. Once the covers were replaced, the imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that something had run into the imaging system and now the gantry was damaged. The site is unable to close the door. There was no patient present when this issue was identified.